Event description:
The device was unplugged from ac power and brought to the bedside of a patient experiencing a "cardiac event". After an unreported period of time, the device allegedly lost power without warning. After connecting the device to ac power, treatment of the patient was resumed. The device was then used on battery power to administer external pacing to the patient for transport from ICU to the angiography department. The device again reportedly lost power, the device still did not function. Another device was obtained and used with no other problems reported. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.